Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Nomedical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct labeled for single use. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventrio mesh, patient was diagnosed with bowel perforation, obstruction, adhesions, inflammation and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists perforation, adhesions, inflammation and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Corrected field: h5 (labeled for single use). Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿hernia sac was dissected free. There were multiple adhesions and were freed. A ventrio mesh was secured using sutures.¿ (B)(6)2010 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopy with lysis of adhesions. Per operative notes, ¿appeared to have an internal hernia. There were also adhesions distal to this. Mobilized the collapsed portion of the small bowel by lysing adhesions.¿ (B)(6)2011 - patient visited hospital for abdominal pain. (B)(6)2016 - patient was diagnosed with small bowel obstruction thereby underwent repair with removal of mesh. Per operative notes, ¿extensive adhesions in the midabdominal was dissected free. Appeared to be an open-ended area of mesh that was perforating small bowel segment. The mesh was removed, and small bowel was resected.¿ attorney alleged that the patient had bowel obstruction, bowel removal and pain. It was also alleged that patient suffer to severe pain, underwent additional invasive surgery with hospitalization, mental anguish and removal of mesh.